Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
E-mail received from the customer informed that: "surgeon had a case the other day where the valve was not working. It was being tested in saline and no fluid was coming out of the valve. We were not sure if it was a defective valve / isolated incident, so we wanted to report it to you. I have the valve if you need to see it or let me know if I need to send it to (B)(4). It was valve #82-3164". Additional information from the sales rep informed that: "I was contacted by (B)(6), concerning our product code 823164. As indicated in the forwarded email discussion there was an issue with valve when the doctor tested it with saline prior to implanting in the patient. A new valve was opened and implanted in the patient. I am assuming this occurred yesterday as I was not given an exact date. I will pick the valve up on monday for return to codman". Complaint form received from the sales rep. On (B)(4) 2014, informed that the event date was on (B)(6) 2014. This difficulty occurred intra-operatively, and surgery was not delayed for more than 30 minutes. On (B)(6) 2014, the sales rep. Was called and he informed that no adverse consequences to the patient were verified.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.